Manufacturer narrative:
If implanted, give date: not applicable, as no indication that lens was implanted. If explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction could be identified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was torn upon discharge of lens from inserter. There was patient contact. No other information was provided.